Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR #1225714-2014-03883,1225714-2014-03884, and 2937457-2014-00934.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2013 after use of the product.

Manufacturer narrative:
The pt codes were updated to include all of the info that has been received from the pt's attorneys. (B)(4). This is one of three device reports associated with this event.

Event description:
The plaintiff's atty alleged that the pt experienced a cardiac event and expired on that same date, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.